Event description:
Received information regarding a cartridge alarm 5 during basal delivery. Reportedly, the customer was using cold insulin. Customer's blood glucose level was not impacted.

Manufacturer narrative:
Per tandem's user guide, "insulin should be at room temperature before filling cartridge." No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.